Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose leading to diabetes ketoacidosis on (B)(6) 2019 at 10 am. With the blood glucose of 600 mg/dl. The customer had difficulty in breathing and treated with insulin. The auto mode was not active at the time of incident. Customer stated that the they got hospitalized because the insulin pump was not working even if they already replace the battery cap. Customer was not want to proceed with the insulin pump troubleshooting for the high blood glucose and just insist of the insulin pump replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked select button keypad overlay and minor scratched lcd window.

Event description:
It was reported via phone call that the weight has been changed to 0163.